Event description:
A report was received that the patient had discomfort during charging due to the position of the ipg at the site. The patient also felt warmth when charging. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the pocket revision.

Event description:
A report was received that the patient had discomfort during charging due to the position of the ipg at the site. The patient also felt warmth when charging. The patient will undergo an ipg revision.